Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure date is unknown. According to the complainant, during preparation, the physician noticed that the retrieval snare could not open and close. The procedure was completed with another retrieval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Caller reported blood glucose results of 371 mg/dl, 172 mg/dl, and 146 mg/dl within 10 minutes on the compact system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.